Event description:
The customer reported an altitude alarm 21 on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, which resolved the issue after waiting and resuming insulin. The pump returned to normal operation.